Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 4 leads (from the same lot) as part of her drg system. It was reported the patient experienced a headache following a procedure to implant a drg system. The following day the patient indicated she also experienced a stiff neck, abdominal and leg pain as well as continued to have a headache. The patient went ot the emergency room (ER) due to pain. The patient's physician does not suspect a cerebrospinal fluid (csf) leak occurred. Additionally, the patient's post-operative symptoms have resolved.